Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what tissue layer was the stratafix symmetric suture used on? No information. What was the condition of the tissue the suture was used on? No information. Was the fixation tab intact when the suture was placed in the patient? No information. What post op date did the patient present with symptoms of dehiscence? No information. Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? No information. What was the date of the second procedure? No information. Can you describe the appearance of the suture during the second procedure? No information. What is patient age, gender, weight, bmi, past medical history? No information.

Event description:
It was reported that the patient underwent total knee arthroscopy on an unknown date and barbed suture was used. Continuous suturing was performed. One month following the procedure, the patient¿s patella was dislocated. The patient underwent reoperation and it was found that the barbed suture had been broken in several places in the patient¿s body. The surgeon opined the possible cause is not only the suture but also bad of alignment or overweight. The current patient status is the patient is in the hospital. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch (B)(4) manufacture date: (B)(4) 2017, expiration date: (B)(4) 2019. Additional information was provided: we got additional information on (B)(4) 2018. The initial operation date was may 17th, and the problem occurrence date was (B)(4). The product was used for suturing the joint capsule. The patient is now stable. The doctor thought causal relationship was unknown. Possible lot was lgz421.